Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 20mm liberté stent delivery system was selected to treat the lesion. During procedure, the device was unable to cross the lesion. The stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with no other devices. There was blood in the wire lumen. The balloon was tightly folded. The stent was not returned for analysis. There were stent impressions on the balloon between the markerbands. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 20mm liberte stent delivery system was selected to treat the lesion. During procedure, the device was unable to cross the lesion. The stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).